Event description:
A customer reported to baxter (B)(4) of an administration set that was found disconnected just below the chamber. During the priming step, the tube of the set disconnected spontaneously from the chamber. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. Visual inspection of the unit revealed that the tube and chamber were disconnected hence reported problem was confirmed. Close visual inspection to the tube revealed that the tube was not fully inserted to the chamber hence the root cause for the disconnection. From sample investigations it is evident that the tube was not fully inserted to the chamber. This was due to lack of solvent application. In order to address this issue a process improvement has been done on the machine. After this improvement more solvent is being applied to the tube which is facilitating a full insertion to the chamber.